Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. A consumer reported that the patient had a CT scan on monday ((B)(6)) and something was presented that they think might be an infection. It was noted that they compared the CT scan to one from 2 years ago. The caller stated that an MRI was planned to get a better look but could not troubleshoot at the time of the call because they were not with the patient and did not have the patient programmer with them to put the device into MRI mode. The patient called back and was given MRI guidelines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.